Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 140mg/dl. A system check was performed verifying the occlusion alarms. No damage was noted to the infusion set cannula reportedly, an infusion set site change was performed to address the occlusion alarm.